Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested a service technician for an onsite evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with 3100a ventilator where calibration is not reaching required map in circuit calibration. Also, device was in use on patient with fluctuating maps; slightest adjustment with knobs made large increase in values. Furthermore, there was no patient harm reported.